Event description:
During the process of inserting a right radial sheath a distal piece of wire was broken outside of the radial artery. Pt was taken to surgery for removal of wire under local and IV sedation.